Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they were having difficulty recharging. The patient reported that since they had a fall on their back, it made harder to recharge. The patient reported that they will be seeing the surgeon on (B)(6) 2017 at which time they will be consulting about implanting another stimulator for the feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care professional (hcp) reported that there was no issue regarding the patient¿s fall. The cause of difficulty recharging was not determined since patient did not complain of any recharging issues in clinic. Patient was asking to have the generator replaced due to pain at the site with charging the device. The result of difficulty charging has been unknown. Patient¿s weight has been asked and it was unknown.